Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on his back under the therapy electrodes. The patient's skin was reportedly breaking down and bleeding. The patient's home health nurse removed the lifevest and tended to the irritation. The exact intervention the home health nurse performed is unknown. Follow-up indicated that the irritation had improved.